Event description:
It was reported that air embolism occurred. A left atrial appendage closure procedure was being performed using 3d intracardiac echocardiogram (ice) for imaging, versacross for trans-septal puncture (tsp), a watchman trusteer access system, and a watchman flx pro closure device. The patient was under very deep, conscious sedation and was audibly snoring prior to trans-septal puncture (tsp). After tsp the physician was unable to bleed back from the watchman trusteer access system sheath. The patient was still snoring, and microbubbles were visible in the left atrium (la) during patient inspiration. With the pigtail catheter advanced into the la through the watchman trusteer access system, bubbles were still visible in the la. At this point in the procedure, the physician suggested the bubbles were echo contrast. The physician felt that the failure to bleed back and bubble issues were due to the watchman trusteer access system being defective, so it was removed and exchanged for a new watchman trusteer access system. After the new sheath was advanced to the la, ice images showed an echo density in the mid-left atrium. The small bubbles were still present in the la; however, the physician's attention had now shifted to trying to identify the echo mass. No st segment elevation was observed throughout the case, however after approximately 15 minutes the physician decided to end the case and wake the patient to evaluate their cognitive status. After the case it took more than 1 hour to wake the patient, and the patient had a lack of mental response. In the hours following the case, the patient was assessed for stroke with a negative computed tomography (CT) scan with contrast, negative CT scan without contrast, and negative magnetic resonance imaging (MRI). Air was never visualized inside any of the devices; however, the physician suspected the air embolism entered through a leak of the hemostasis valve in the watchman trusteer access system while the patient was deeply sedated and snoring. The patient has made a fully recovery back to baseline, however, will be going to rehabilitation.